Event description:
On 08/29/2024, a sales representative via sems-(B)(4) reported that (B)(4) of an ar-9676 angled reamer, drive shaft had bonded to the augmented reamer. The case was delayed due to the rod binding with the augmented reamer. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 09/17/2024: (B)(6) of an ar-9676 angled reamer, drive shaft had bonded to two different ar-9597-10 angled reamer sleeves from two different sets. The case was delayed 25 minutes. The case was completed by opening a new set.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.